Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes to turn on the low frequency attenuation filter were made. There were no symptoms or patient consequences.